Event description:
The following was reported by the davol sales rep: surgeon was using ventralight st mesh w/ echo positioning system. Surgeon closed the defect with suture in an x fashion, as he does with all his cases. He used a suture passer to grasp the needle loop complex and began to pull the inflation tube through the defect. He reported that resistance was felt and the inflation tube separated into two pieces. He used the suture passer to grasp the inflation tube and pull it out. The surgeon completed the case w/o issue and reported no impact to the pt as a result of this issue. However, due to the reported inflation tube separation occurring in vivo an MDR is being filed to document this event.

Manufacturer narrative:
The surgeon closed the defect with a suture in an x fashion and then when pulling the inflation tube through the defect he felt resistance and the tube separated; it cannot be determined at this time if the pre-stitching of the defect, or some other anatomical condition may have caused or contributed to the area being resistant to the suture passer trying to pull the inflation tube through the abdomen. The sample was discarded by the user facility and unavailable for eval. A lot number was not provided, therefore a review of the mfg records could not be conducted. At this time, no conclusion can be made. If add'l info is obtained, a f/u MDR will be submitted.